Event description:
During a neurovascular procedure, the enterprise stent got stuck in the microcatheter distal part. It was an acom aneurysm. The physician tried using the enterprise system with prowler plus; although, he knows about the compatibility between prowler plus and enterprise. Additionally, the physician indicated that he prefers the prowler plus because of the softness of the distal tip.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00296.